Event description:
The manufacturer received information alleging the device is not operating on ac power and only on battery power. Both internal battery and detachable battery are showing fully charged but ac light is not illuminated and device states running on battery power. There was no allegation of device malfunction. The device was not in patient use. A service technician troubleshot the complaint with the (customer) a biomed engineer and recommended to replace first power supply then if still having issues to replace the system board. Customer is requesting part numbers for both power supply and system board. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.